Event description:
It was reported that during the procedure in the moderately calcified posterior tibial artery, a 1.5x120 armada 14 dilatation catheter was advanced over a non-abbott guide wire for treatment of a chronic total occlusion. Slight resistance was felt most likely related to the anatomy, and the catheter was successfully positioned at the target lesion. An attempt was made to inflate the balloon but the balloon failed to inflate. The catheter was withdrawn from the anatomy without issue. Outside of the anatomy, they physician attempted to inflate the balloon for testing purposes and observed contrast media leaking from the guide wire lumen at the proximal end of the catheter. Another 1.5x120 armada 14 dilatation catheter was advanced over the same guide wire to the target lesion and dilatation was performed successfully using the same inflation device. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the returned device analysis confirmed the reported hub leak issue. The root cause was identified as variation in shrinkage of the adhesive material during the bonding process. The severity risk level for this type of failure was assessed as low. While a search of the lot history record for this specific lot indicated no related non-conformance records based on an expanded investigation, a product issue related to hub leaks was identified. Further assessment of this issue per site operating procedures was performed. Corrective and preventive actions to address this issue have been implemented and the performance of these devices will continue to be monitored.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant products: guide wire: winn 200t 190cm; inflation: medflator 2 smith medical; sheath: 5f avanti 11c cordis. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.